Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that patient injury caused with olympus devices when in use. The customer was using a cautery device from an unknown manufacturer along with olympus scope and light source in an unknown procedure. The image produced was distorted and the physician could not see the image properly. As such, the physician accidentally perforated the patient. The physician was able to repair the damage and finish the procedure. The customer additionally noted that the wiring in that room was 20 years old. Reportedly, the cautery device was very close to the patient table and unlikely to cause distortion. The patient ended up in the intensive care unit after the procedure. Further follow-up was conducted, and no additional information was received at this time.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-0000448. This report is related to the following linked patient identifier: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.